Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but the stent would not pass through the opening of the guidezilla guide extension catheter and the stent struts frayed. The procedure was completed with another 3.00x24 stent. No patient complications were reported.